Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation by the left ventricular (lv) lead and right ventricular (rv) lead. A review of x-rays and notes showed the lv lead appeared pulled back from the original position. The lv outputs were reprogrammed. The lv and rv leads remains in use. No further patient complications have been reported as a result of this event.